Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, it was found that one of the haptic of the iol broken when opened the wheel, and found separately in the wheel. Also severe damage observed to the edge of optic. Patient left aphakic. Additional information has been requested and received stating that doctor had sent the patient without implanting lens. Four days later, the patient was implanted another lens company monofocal lens was implanted.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The optic was cracked and had a large portion of lens material missing from the optic edge (not returned). The attached photo in the file appears to be of the returned sample. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The reported lens damage was observed. The observed damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. Additional information was provided that the surgery was successfully completed the following day. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned. A photo was provided showing the lens in the lens case positioned incorrectly. One haptic appears to be broken in the gusset area. We are unable to determine the extent of the damage from the photo. Product history records were reviewed and the documentation indicated the product met release criteria. Based on our observation of the attached photo, the haptic is broken. The presence of clinical solution on the lens cannot be determined. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. Additional information was provided that the surgery was successfully completed the follow day. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).